Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of patient made mistake/touch contamination/came apart at the adapter (coded as peritoneal dialysis complication) and peritonitis in a female patient (B)(6) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date in 2011, the patient made a mistake/touch contamination/came apart at the adapter. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. Treatment provided for the events was not reported. It was not reported whether the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. The outcome for the patient made mistake/touch contamination/came apart at the adapter was not reported. On an unreported date, dianeal pd4 ambuflex therapy was withdrawn. The nurse stated that the peritonitis was unrelated to dianeal therapy. An opinion of causality was not provided for the patient made mistake/touch contamination/came apart at the adapter. Additional information received from the facility nurse on (B)(6) 2011 indicates: the adapter is placed with the catheter in surgery and she does not know what product is used. No further information is available.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review could not be performed as not lot number was provided. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.